Event description:
It was reported the patient's implanted system was removed due to infection. The patient had left lower quadrant cellulitis that did not respond to IV antibiotics. The patient experienced symptoms of disorientation, confusion, and anorexia. The drug used in the pump was hydromorphone 8.0 mg/ml and bupivacaine 10 mg/ml delivered at a dose of 1.575 mg/day. The patient recovered without sequela. No future implant was planned.

Manufacturer narrative:
Used for anorexia.